Event description:
It was reported that the implantable pulse generator (ipg) did not contain stored data during a follow-up. The save-to-disc data revealed that the device had reset due to a flipped bit. After the reset the device automatically restored the device parameters from stored memory. No other anomalies were detected and the device returned to normal function. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).